Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon investigation the trunk cable connector was lodged onto the monitor's electrode belt receptacle. The root cause for the damage electrode belt connector could not be identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt trunk cable connector was damaged.